Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a hair found in the sterile packaging when the sheath was opened. It was replaced and the case continued. There was no patient consequence reported. The device evaluation was completed on 04-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned device revealed no presence of hair in the package; however, according to the picture provided by the customer, hair was found on the top of the device packaging. For this issue observed, an external manufacturing investigation was requested and the investigation result determined that this issue is not related to the manufacturing process since evidence of good manufacturing practices were found. A device history record was performed for the finished device batch number, and no internal actions were identified. According to the picture provided, the customer complaint was confirmed; however, this issue is not related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hair was found in the sterile packaging. There was a hair found in the sterile packaging when the sheath was opened. It was replaced and the case continued. There was no patient consequence reported. Additional information was received. Issue was noticed right away before the catheter was handed to the scrub tech. Catheter was left in packaging and we are awaiting a return box to ship back all the packaging.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).